Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the error code 224 and the cable needing because of a failed leak test could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited error 224 and failed the water leak test. There was no patient involvement.